Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 ii assay, a second patient sample tested with the elecsys testosterone ii assay, and a third patient sample tested with the elecsys folate iii assay and the elecsys vitamin b12 immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a ft4 value of 4.87 pg/ml. The sample was repeated on a second analyzer, resulting in a value of 2.46 pg/ml. The repeat value was deemed correct. The second sample initially resulted in a testosterone value of 8.51 ng/ml. The sample was repeated on a second analyzer, resulting in a value of 4.54 ng/ml. The third sample initially resulted in a folate value of 20.0 ng/ml and when repeated on a second analyzer, it resulted in a value of 7.63 ng/ml. This sample initially resulted in a vitamin b12 value of 1022 pg/ml and when repeated on a second analyzer, it resulted in a value of 384 pg/ml. The ft4 reagent lot number was 59217201, with an expiration date of 31-mar-2023. The testosterone reagent lot number was 55573602, with an expiration date of 31-dec-2022. The folate reagent lot number was 53060901, with an expiration date of 30-nov-2022. The vitamin b12 reagent lot number was 53846301, with an expiration date of 31-dec-2022.

Manufacturer narrative:
The last ft4 calibration performed on (B)(6) 2022 was ok and there were no alarms. The last testosterone and vitamin b12 calibrations performed on (B)(6) 2022 were ok and there were no alarms. The last folate calibration performed on (B)(6) 2022 was ok and there were no alarms. The customer attempted to recalibrate all affected tests on the day of the event and calibration failed. Quality controls were within range on the day before the event. Controls were all outside of range high on the day of the event. Upon review of the alarm trace, a sample clot detection error occurred. This is an indicator of possible poor sample quality. The field service engineer replaced damaged reagent tubing. A system reagent syringe and other syringes were cleaned. Cleaning maintenance was performed. Mechanism checks were performed and no dripping was noted. A system check was ok. The customer ran calibration and controls; these were ok. The investigation determined the service actions resolved the issue.